Event description:
Caller reports that the plastic that covers the up and down buttons of the spirit combo pump has come off. The buttons are non-functional. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in italy while this product is not sold in the united states, it is like or similar to a product marketed in the united states.